Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized due to heart failure, during a follow up high up high of range pace impedance measurements were noted on the right ventricular (rv) lead and device. High pacing thresholds were also reported. No noise was seen during maneuvers. The device was reprogrammed, and the physician elected to monitor the patient via remote monitoring and see the patient within three months. The system remains implanted. No adverse patient effects were reported.